Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported that the patient has an ins flipped. There were no symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The ins serial number was provided, as well as the date the flip was noticed ((B)(6) 2017) and the date the manufacturing representative became aware of the flipped ins (2017-01-23). The patient did not experience any side effects from the flipped ins. The cause of the flip remains unknown, and there was no troubleshooting performed to find it.